Event description:
It was reported the patient received an inappropriate shock from the implantable cardioverter defibrillator (ICD) due to sinus tachycardia as she was carrying groceries up a flight of stairs. The patient indicated she could hear tones from the device prior to the shock being delivered and had post traumatic stress disorder (ptsd) from the shock. Technical services (ts) was contacted and noted beep during capacitor charge was programmed off on the same day as the shock. The field representative indicated they believe it was on prior to that. The field representative discussed the situation with the clinic and reprogramming occurred. The field representative indicated that the ptsd was given to him as notes from the physician. The ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported the patient received an inappropriate shock from the implantable cardioverter defibrillator (ICD) due to sinus tachycardia as she was carrying groceries up a flight of stairs. The patient indicated she could hear tones from the device prior to the shock being delivered and had post traumatic stress disorder (ptsd) from the shock. Technical services (ts) was contacted and noted beep during capacitor charge was programmed off on the same day as the shock. The field representative indicated they believe it was on prior to that. The field representative discussed the situation with the clinic and reprogramming occurred. The field representative indicated that the ptsd was given to him as notes from the physician. The ICD remains in service and no additional adverse patient effects were reported. Additional information was received that the patient did not previously receive just one inappropriate shock but six inappropriate shocks and multiple inappropriate anti-tachycardia pacing (atp) for supraventricular tachycardia (svt). The device also displayed two codes during the shocks indicating it shocked into an open condition from very high voltage shock impedance measurements. The rest of the shock impedance measurements have been greater than 125 ohms. The high shock impedance issue has been on-going and post shock there was low shock impedance measurements in the teen range. The physician believes the cause of the low and high out of range shock impedance measurements is due to calcification on the lead. The lead information can be found on report 2124215-2019-14180. Approximately one month later further information was received from another manufacturer's field representative indicating the pediatric patient would undergo a revision procedure to remove the device and lead due to growth and not previously reported performance issues.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported the patient received an inappropriate shock from the implantable cardioverter defibrillator (ICD) due to sinus tachycardia as she was carrying groceries up a flight of stairs. The patient indicated she could hear tones from the device prior to the shock being delivered and had post traumatic stress disorder (ptsd) from the shock. Technical services (ts) was contacted and noted beep during capacitor charge was programmed off on the same day as the shock. The field representative indicated they believe it was on prior to that. The field representative discussed the situation with the clinic and reprogramming occurred. The field representative indicated that the ptsd was given to him as notes from the physician. The ICD remains in service and no additional adverse patient effects were reported. Additional information was received that the patient did not previously receive just one inappropriate shock but six inappropriate shocks and multiple inappropriate anti-tachycardia pacing (atp) for supraventricular tachycardia (svt). The device also displayed two codes during the shocks indicating it shocked into an open condition from very high voltage shock impedance measurements. The rest of the shock impedance measurements have been greater than 125 ohms. The high shock impedance issue has been on-going and post shock there was low shock impedance measurements in the teen range. The physician believes the cause of the low and high out of range shock impedance measurements is due to calcification on the lead. The lead information can be found on report 2124215-2019-14180. Approximately one month later further information was received from another manufacturer's field representative indicating the pediatric patient would undergo a revision procedure to remove the device and lead due to growth and not previously reported performance issues. The device was returned after being explanted during a lead revision. The device underwent analysis testing.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.